Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had been doing well at home, despite 3-4 driveline infections. On (B)(6) 2013 the vad coordinator was contacted by the pt's wife who said that he was exhibiting stroke-like symptoms, right-sided extremity weakness and facial drooping, and was "speaking gibberish". The pt's wife reported these symptoms quickly resolved. The pt came to the hospital on (B)(6) 2013. During the clinic visit, the pt complained of abdominal distention and was noted to have another driveline infection, so the pt was admitted. Upon device interrogation, it was noted that the pt was having frequent pi events dating back to (B)(6) 2013. The pt also reported that his "pet bird has chewed on his driveline".

Manufacturer narrative:
The patient remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.